Event description:
It was reported that the ventilator exhibited problems with the power supply circuit. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. A maquet field service engineer (fse) was dispatched to investigate the reported issue. The ac/dc converter was replaced and the ventilator was returned to service after passing functional and safety tests. No parts were returned for further investigation. As a result, the root cause for the reported failure cannot be established.

Event description:
(B)(4)